Event description:
This was a cardiac lead extraction case conducted in the or to remove one rv lead (mfg and model unknown). The lead was prepped with an lld#2 and lasing was performed using a 16fr slsii. During the extraction, a collapse of the major bradycardia with tamponade occurred due to a wound of the right ventricle induced by the withdrawal of the distal lead. A sternotomy was performed and the pericardial effusion was evacuated and the rv repaired. No device was received for evaluation and no lot number was provided, so no internal lot history review could be conducted.